Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up. Reference (B)(4).

Event description:
A patient experienced an issue with an implanted vortex port. A vortex port was placed at children's hospital in (B)(6) 2008 in a 4yr old patient. The patient is now 19 and came to the hospital with chest pains. Upon x-rays, it was found the catheter had come completely detached from the port. The catheter/port had been inserted subclavian. The patient was reported as stable at the time of this report.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of catheter tubing detached (disconnected) from the port housing cannot be confirmed, no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Given that the port housing and catheter tubing are provided to the end user for attachment during the port placement procedure and the fact that the port was in situ for 15 years, the reported catheter detachment/disconnection for the port housing is unlikely to be a result of the device manufacturing. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) that is provided in the vortex port kits contains the following directions and precautions: contraindications catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: do not use syringes smaller than 10 ml syringe when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Do not forcefully flush the port system with any syringe size. After confirmation of patency by detecting no resistance and the presence of a blood return, use syringes appropriately sized for the medication being injected. Do not transfer the medication to a larger syringe. Failure to ensure patency of the catheter prior to power injection studies may result in port system failure and patient injury may occur. Do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure and patient injury may occur. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. Do not attempt to measure the patient's blood pressure on the arm in which a peripheral system is located, since catheter occlusion or other damage to the catheter could occur. If the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions: to avert device damage and/or patient injury during catheter placement: avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen. Carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. Assure tight connection between port body and catheter. After implantation or any treatment via the port, the system should be flushed with normal saline for injection per institutional protocol. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).